Event description:
End cap on white power PICC line found broken at 0800 on (B)(6) 2015. Cap previously replaced on (B)(6) 2015 at 1608. Cap changed and broken cap retained. Diprivan had been infusing. Still experiencing problems with the rymed connectors. They are breaking off in the tubing and nurses are finding the broken tubing when they assess the patients. This is the 9th instance in less than two months.